Manufacturer narrative:
(B)(4). Date sent: 5/23/2024. Additional information was requested and the following was obtained: what trouble shooting steps did the surgeon use to return the knife? Knife reverse button engaged, manual override lever used ¿ rotated forwards and backwards several times to no avail. Prior to changing the battery what steps were taken to open the device? Knife reverse button engaged, manual override lever used ¿ rotated forwards and backwards several times to no avail. Was the bail out removed? I am not sure what this means? Was the manual ratchetting mechanism used at all? Yes. Any unusual sounds heard? Other than the motor slowing down to then ¿dying out¿ completely, no other strange sounds mr (B)(6) mentioned. What number firing did this occur? (First fire, second fire, etc.) 5th firing. After engaging to the right lung wedge did a full firing occur? I am not sure what this question is specifically asking, but the first 4 firings were full, complete firings. On the 5th firing, the motor and the knife blade began to advance as normal but then the motor sound began to trail off and then completely stop before the firing sequence was completed ¿ as if the device completely lost power halfway through the firing. Was the initial firing sequence complete? As above. What color cartridge was used? Black. How was the original stuck stapler removed from the tissue? They had to convert the patient from lap vats to open thoractomy. They had to prise the jaws open themselves and then completed the resection of the lung using a scalpel and then oversewing using sutures.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. D4: batch # 546a97. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with the anvil bent upwards and with a gst60t reload loaded on the device. The reload was received partially fired 1/2 with some b-formed staples on the reload deck.  The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device opened without any difficulties noted. No functional test was performed due to the condition of the device. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 546a97, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device jammed.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: location: (B)(6)hospital procedure: right vats lobectomy surgeon: (B)(6) date of incident: (B)(6)2023 devices: pcee60a echelon powered stapler 60mm (lot number: v9685 ¿ expiry: 2024/01/31) black gst reload (lot number: 482a97 ¿ expiry: 2024/08/31) description of event: on the 5th stapler firing of the procedure (using a black reload) mr pilling comfortable compressed the tissue between the jaw of the device, closed the device, allowed time for pre-compression and then fired the stapler. He heard the motor and the knife blade began to advance as normal but then the motor sound began to trail off and then completely stop ¿ as if the device completely lost power halfway through the firing. He tried the following in order, but no luck getting the device to work again: pulsing the firing trigger engaging the knife reverse button. Taking the battery out and putting it in again, followed by engaging the knife reverse button. Opening up a new device and using the new battery, followed by engaging the knife reverse button. Using the manual override lever (which mr pilling had used before and so knew how it worked) ¿ the jaws did not open. They had to convert the patient from lap vats to open thoracotomy ¿ which was risky as the patient was frail. They had to push the jaws open themselves and then completed the resection of the lung using a scalpel and then oversewing using sutures the patient is stable and I will be checking on their progress in the coming days. Additional information was requested, and the following was obtained: how many times was the manual override lever ratchet back and forth? Unconfirmed and mr pilling is now on annual leave for three weeks so am unable to confirm with him. Upon removal was damaged seen in the device jaw? No damage that had been communicated. Did the patient have any underlying lung pathology that render the tissue excessively thick or fibrotic? Unconfirmed and mr pilling is now on annual leave for three weeks so am unable to confirm with him until he returns. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.